Manufacturer narrative:
A ge service rep performed an on site investigation. The universal power supply had been shut off. Once the power supply was turned back on, the system was then found to be operating as intended.

Event description:
The customer reported a workstation ups failure error message and the system locked up. There is no report of pt injury.